Manufacturer narrative:
Device received with blank display due to faulty battery tube. Unable to verify unresponsive buttons due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had issues with the buttons on the insulin pump. The customer¿s blood glucose level was unknown. The customer reported that the buttons on his insulin pump were not responding on the first press, he mentioned he had to press the buttons multiple times or a little bit hard for it to respond. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. The customer reported that the frequency of the issue was very often. Troubleshooting was performed and they stated that the buttons were not responding. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.